Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer sent in an empty test strip cassette. No defects were found on visual inspection. No strips available to investigate.

Event description:
Reporter stated that customer received the following results on the mobile system within 7 minutes: 8.7 mmol/l and hi (result over 33.3 mmol/l). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.